Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for adverse event for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-#, effective date: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for inves.

Event description:
Event verbatim [preferred term] I did get burnt; burnt my back/just one spot still [thermal burn] , heatwrap was too hot [device issue] , scar [scar] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , used thermacare advanced back pain wraps for sciatic nerve [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 69-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w59249, expiration date 31jan2021, UDI number (B)(4)) from an unspecified date (probably 9 or 10 years) to an unspecified date in(B)(6) 2019 at 1 heatwrap daily for sciatic nerve and back pain. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse effect. The patient previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient received "the thing about the recalls on the thermacare advanced back pain wraps and the heatwraps were too hot" and she did get burnt on an unspecified date in (B)(6) 2019. She had 16 of them that she didn't want to use anymore because she had burnt her back. She confirmed that there was primary care physician involvement in prescribing thermacare. The patient stated probably this batch she had ordered in (B)(6), so she would probably say the burn occurred in (B)(6) (previously reported as (B)(6)). The patient used neosporin and things like that on the burn. She showed it to her doctor when she went to a regular check-up at the doctor's. The patient stated "just one spot still". She was not currently under the care of a physician for any medical condition. She didn't have any following conditions like diabetes, poor circulation, and heart disease. She classified her skin tone as medium (neither light nor dark). She didn't have sensitive skin. She didn't have any abnormal skin conditions. She purchased white box. She was not sleeping while using the product and not wearing several layers of clothing. She didn't engage in exercise while using the product and was may be walking. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. The patient was not taking any other medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time the events occurred. She had been using thermacare that day for probably 8 hours. She stated that if you were asking did she read it about, at certain age you put it over under wear, over your clothing she did read that. She never had problems at first when it happened. She thought maybe that was the issue except she got the recall that these cells were too hot and that was what causing burns. Lab work indicated everything was normal. The patient reported the suspect product was thrown away. Upon follow-up received on 17jun2019, the patient reported the heatwraps she was still experiencing a scar since (B)(6) 2019. The patient stated she had been hospitalized on an unspecified date as a result of the event burn, burnt her back and heatwrap was too hot. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2019. The outcome of the events burnt and heatwraps were too hot was resolving. The outcome of the event scar was not resolved. The outcome of the remaining events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for adverse event for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-#, effective date: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for investigation. Visual reserve sample eval desc.: the visual inspection of a retain sample included six pouched wraps inside and shows no obvious defects to the pouched wraps. Severity of harm: s3. Sterile product: no. Sample received on 13jun2019 08:46:25 per site. The return included 11 lbh wraps for the batch reported, w#, and two nsw8 wraps, batch w#, exp jan2021. The nsw8 batch is not mentioned in the intake info, but consumer did say that they had 16 wraps that they did not want because of the recall and that they received a burn. Severity of harm: s3. Repeat investigation?: no. Was CAPA previously identified: no. Full investigation required?: no. Summary of investigation and conclusion: based on the complaint narrative, the patient sustained a burn injury with hospitalization as the product was too hot to use. Review of complaint description concludes there is no device malfunction. Regulatory impact: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Product quality impact: no. Market / clinical impact: no. Stability impact: no. Follow-up attempts are completed. No further information is expected. Follow-up (12jun2019): new information received from the product quality complaint group included: investigational results. Follow-up (17jun2019): new information received from a contactable consumer includes: suspect product stop date, events onset date, reaction data (additional event scar added) and patient hospitalization. Follow up (14jun2019): new information received from the product quality complaint group included: device data (UDI number). Follow-up (07jul2019): new information received from the product quality complaint group included: summary of investigation. Follow-up (21oct2019): follow-up attempts are completed. No further information is expected. Follow-up (22oct2019): new information received from the product quality complaint group included: summary and conclusion of investigation, sterile no, severity of harm ranking, sample received, and other investigation findings. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burn", "scar""device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" "device issue" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn", "scar" "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" "device issue" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]: I did get burnt; burnt my back/just one spot still [thermal burn] , heatwrap was too hot [device issue] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , used thermacare advanced back pain wraps for sciatic nerve [intentional device use issue] , scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 69-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w59249, expiration date jan2021) from an unspecified date (probably 9 or 10 years) to an unspecified date in (B)(6) 2019 at 1 heatwrap daily for sciatic nerve and back pain. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse effect. The patient previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient stated that she was just wondering. She had received the thing about the recalls on the thermacare advanced back pain wraps and the heatwraps were too hot and she did get burnt on an unspecified date in (B)(6) 2019, so she didn't know what to do now. She meant she had 16 of them that she didn't want to use anymore because she had (voice incomprehensible) burnt her back. She confirmed that there was primary care physician involvement in prescribing thermacare. The patient stated probably this batch she had ordered in february, so she would probably say the burn occurred in february (previously reported as (B)(6)). The patient used neosporin and things like that on the burn. She showed it to her doctor when she went to a regular check-up at the doctor's. The patient stated just one spot still. She was not currently under the care of a physician for any medical condition. She didn't have any following conditions like diabetes, poor circulation, and heart disease. She classified her skin tone as medium (neither light nor dark). She didn't have sensitive skin. She didn't have any abnormal skin conditions. She purchased white box. She was not sleeping while using the product and not wearing several layers of clothing. She didn't engage in exercise while using the product and was may be walking. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. The patient was not taking any other medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time the events occurred. She had been using thermacare that day for probably 8 hours. She stated that if you were asking did she read it about, at certain age you put it over under wear, over your clothing she did read that. She never had problems at first when it happened. She thought maybe that was the issue except she got the recall that these cells were too hot and that was what causing burns. Lab work indicated everything was normal. The patient reported the suspect product was thrown away. Upon follow-up received on 17jun2019, the patient reported the heatwraps she was still experiencing a scar. The patient stated she had been hospitalized on an unspecified date as a result of the event burn, burnt her back and heatwrap was too hot. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2019. The outcome of the events burnt and heatwraps were too hot was resolving. The outcome of the event scar was not resolved. The outcome of the remaining events was unknown. According to the product quality complaint group investigation summary on 12jun2019: the thermal data was reviewed, and the batch was released according to spec #, effective date: 13dec2017. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (12jun2019): new information received from the product quality complaint group included investigational results. Follow-up (17jun2019). New information received from a contactable consumer includes: suspect product stop date, events onset date, reaction data (additional event scar added) and patient hospitalization. Company clinical evaluation comment: based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the thermal data was reviewed, and the batch was released according to spec #, effective date: 13dec2017. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Investigation summary: q1 response rationale: the thermal data was reviewed, and the batch was released according to spec #, effective date: (B)(6) 2017. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related? No, complaint confirmed? No, design related? No capas in place? N/a. Root cause category (tier 1): non-assignable (complaint not confirmed). Final confirmation status: not confirmed

Event description:
Event verbatim [preferred term] I did get burnt; burnt my back/just one spot still [thermal burn] , too hot [device issue] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , used thermacare advanced back pain wraps for sciatic nerve [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 69-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w59249, expiration date jan2021, from probably 9 or 10 years to an unspecified date at unknown frequency for sciatic nerve and back pain. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse effect. The patient previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient stated that she was just wondering. She had received the thing about the recalls on the thermacare advanced back pain wraps and she did get burnt so she didn't know that we did now. She meant she had 16 of them that she didn't want to use anymore because she had (voice incomprehensible) burnt her back. She confirmed that there was primary care physician involved in prescribing thermacare. The patient stated probably this batch she had ordered in feb .so she was probably say the burn in march. The patient meant she used neosporin and things like on the burn. She showed it to her doctor when she went to regular check-up doctor. The patient stated just one spot still. She was not currently under the care of a physician for any medical condition. She didn't have any following conditions like diabetes, poor circulation, and heart disease. She classified her skin tone as medium (neither light nor dark). She didn't have sensitive skin. She didn't have any abnormal skin conditions. She purchased white box. She was not sleeping while using the product or not wearing several layers of clothing. She didn't engage in exercise while using the product and was may be walking. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She had been using thermacare that day for probably 8 hours. She stated that if you were asking did she read it about, at certain age you put it over under wear, over your clothing she did read that. She never had problems but first when it happened. She thought maybe that was the issue except she got the recall that these cells were too hot and that was what causing burns. Lab work indicated everything was normal. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events burnt and too hot was resolving and the outcome of the other events was unknown. According to the product quality complaint group investigation summary on 12jun2019: q1 response rationale: the thermal data was reviewed, and the batch was released according to spec #, effective date: 13dec2017. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related? No, complaint confirmed? No, design related? No capas in place? N/a. The product quality for the batch is not impacted by this complaint. Final confirmation status: not confirmed follow-up (12jun2019): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the thermal data was reviewed, and the batch was released according to spec #, effective date: 13dec2017. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] I did get burnt; burnt my back/just one spot still [thermal burn] , heatwrap was too hot [device issue] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , used thermacare advanced back pain wraps for sciatic nerve [intentional device use issue] , scar [scar] , case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 69-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w59249, expiration date jan2021, UDI number (B)(4) ) from an unspecified date (probably 9 or 10 years) to an unspecified date in (B)(6) 2019 at 1 heatwrap daily for sciatic nerve and back pain. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse effect. The patient previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient stated that she was just wondering. She had received the thing about the recalls on the thermacare advanced back pain wraps and the heatwraps were too hot and she did get burnt on an unspecified date in (B)(6) 2019, so she didn't know what to do now. She meant she had 16 of them that she didn't want to use anymore because she had (voice incomprehensible) burnt her back. She confirmed that there was primary care physician involvement in prescribing thermacare. The patient stated probably this batch she had ordered in (B)(6), so she would probably say the burn occurred in (B)(6)(previously reported as (B)(6)). The patient used neosporin and things like that on the burn. She showed it to her doctor when she went to a regular check-up at the doctor's. The patient stated just one spot still. She was not currently under the care of a physician for any medical condition. She didn't have any following conditions like diabetes, poor circulation, and heart disease. She classified her skin tone as medium (neither light nor dark). She didn't have sensitive skin. She didn't have any abnormal skin conditions. She purchased white box. She was not sleeping while using the product and not wearing several layers of clothing. She didn't engage in exercise while using the product and was may be walking. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. The patient was not taking any other medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time the events occurred. She had been using thermacare that day for probably 8 hours. She stated that if you were asking did she read it about, at certain age you put it over under wear, over your clothing she did read that. She never had problems at first when it happened. She thought maybe that was the issue except she got the recall that these cells were too hot and that was what causing burns. Lab work indicated everything was normal. The patient reported the suspect product was thrown away. Upon follow-up received on (B)(6) 2019, the patient reported the heatwraps she was still experiencing a scar since (B)(6) 2019. The patient stated she had been hospitalized on an unspecified date as a result of the event burn, burnt her back and heatwrap was too hot. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2019. The outcome of the events burnt and heatwraps were too hot was resolving. The outcome of the event scar was not resolved. The outcome of the remaining events was unknown. According to the product quality complaint group investigation summary on 12jun2019: the thermal data was reviewed, and the batch was released according to spec #, effective date: 13dec2017. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (12jun2019): new information received from the product quality complaint group included investigational results. Follow-up (17jun2019): new information received from a contactable consumer includes: suspect product stop date, events onset date, reaction data (additional event scar added) and patient hospitalization. Follow up (14jun2019): new information received from the product quality complaint group includes device data (UDI number). Company clinical evaluation comment based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] I did get burnt; burnt my back/just one spot still [thermal burn] , heatwrap was too hot [device issue] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , used thermacare advanced back pain wraps for sciatic nerve [intentional device use issue] , scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 69-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w59249, expiration date jan2021, UDI number (B)(4)) from an unspecified date (probably 9 or 10 years) to an unspecified date in (B)(6) 2019 at 1 heatwrap daily for sciatic nerve and back pain. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse effect. The patient previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient stated that she was just wondering. She had received the thing about the recalls on the thermacare advanced back pain wraps and the heatwraps were too hot and she did get burnt on an unspecified date in (B)(6) 2019, so she didn't know what to do now. She meant she had 16 of them that she didn't want to use anymore because she had (voice incomprehensible) burnt her back. She confirmed that there was primary care physician involvement in prescribing thermacare. The patient stated probably this batch she had ordered in february, so she would probably say the burn occurred in february (previously reported as march). The patient used neosporin and things like that on the burn. She showed it to her doctor when she went to a regular check-up at the doctor's. The patient stated just one spot still. She was not currently under the care of a physician for any medical condition. She didn't have any following conditions like diabetes, poor circulation, and heart disease. She classified her skin tone as medium (neither light nor dark). She didn't have sensitive skin. She didn't have any abnormal skin conditions. She purchased white box. She was not sleeping while using the product and not wearing several layers of clothing. She didn't engage in exercise while using the product and was may be walking. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. The patient was not taking any other medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time the events occurred. She had been using thermacare that day for probably 8 hours. She stated that if you were asking did she read it about, at certain age you put it over under wear, over your clothing she did read that. She never had problems at first when it happened. She thought maybe that was the issue except she got the recall that these cells were too hot and that was what causing burns. Lab work indicated everything was normal. The patient reported the suspect product was thrown away. Upon follow-up received on (B)(6) 2019, the patient reported the heatwraps she was still experiencing a scar since (B)(6) 2019. The patient stated she had been hospitalized on an unspecified date as a result of the event burn, burnt her back and heatwrap was too hot. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2019. The outcome of the events burnt and heatwraps were too hot was resolving. The outcome of the event scar was not resolved. The outcome of the remaining events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for adverse event for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-#, effective date: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for investigation. Visual resrv sample eval desc.: the visual inspection of a retain sample included six pouched wraps inside and shows no obvious defects to the pouched wraps. Follow-up (12jun2019): new information received from the product quality complaint group included investigational results. Follow-up (17jun2019): new information received from a contactable consumer includes: suspect product stop date, events onset date, reaction data (additional event scar added) and patient hospitalization. Follow up (14jun2019): new information received from the product quality complaint group includes device data (UDI number). Follow-up (07jul2019): new information received from the product quality complaint group included: summary of investigation. Company clinical evaluation comment: based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for adverse event for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-#, effective date: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse events.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for adverse event for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-#, effective date: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for inves.

Event description:
Event verbatim [preferred term] I did get burnt; burnt my back/just one spot still [thermal burn] , heatwrap was too hot [device issue] , scar [scar] , did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , used thermacare advanced back pain wraps for sciatic nerve [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 69-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number w59249, expiration date jan2021, UDI number (B)(4)) from an unspecified date (probably 9 or 10 years) to an unspecified date in feb2019 at 1 heatwrap daily for sciatic nerve and back pain. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse effect. The patient previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient received "the thing about the recalls on the thermacare advanced back pain wraps and the heatwraps were too hot" and she did get burnt on an unspecified date in (B)(6) 2019. She had 16 of them that she didn't want to use anymore because she had burnt her back. She confirmed that there was primary care physician involvement in prescribing thermacare. The patient stated probably this batch she had ordered in february, so she would probably say the burn occurred in february (previously reported as march). The patient used neosporin and things like that on the burn. She showed it to her doctor when she went to a regular check-up at the doctor's. The patient stated "just one spot still". She was not currently under the care of a physician for any medical condition. She didn't have any following conditions like diabetes, poor circulation, and heart disease. She classified her skin tone as medium (neither light nor dark). She didn't have sensitive skin. She didn't have any abnormal skin conditions. She purchased white box. She was not sleeping while using the product and not wearing several layers of clothing. She didn't engage in exercise while using the product and was may be walking. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. The patient was not taking any other medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time the events occurred. She had been using thermacare that day for probably 8 hours. She stated that if you were asking did she read it about, at certain age you put it over under wear, over your clothing she did read that. She never had problems at first when it happened. She thought maybe that was the issue except she got the recall that these cells were too hot and that was what causing burns. Lab work indicated everything was normal. The patient reported the suspect product was thrown away. Upon follow-up received on 17jun2019, the patient reported the heatwraps she was still experiencing a scar since feb2019. The patient stated she had been hospitalized on an unspecified date as a result of the event burn, burnt her back and heatwrap was too hot. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date in feb2019. The outcome of the events burnt and heatwraps were too hot was resolving. The outcome of the event scar was not resolved. The outcome of the remaining events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused I did get burnt on the back. The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch w59249 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation for this batch. The previous complaint was not confirmed to have a manufacturing root cause for adverse event for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-#, effective date: 13dec2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for investigation. Visual reserve sample eval desc.: the visual inspection of a retain sample included six pouched wraps inside and shows no obvious defects to the pouched wraps. Severity of harm: s3. Sterile product: no. Sample received on 12jun2019 per site. The return included 11 lbh wraps for the batch reported, w59249, and two nsw8 wraps, batch w60087, exp jan2021. The nsw8 batch is not mentioned in the intake info, but consumer did say that they had 16 wraps that they did not want because of the recall and that they received a burn. Follow-up attempts are completed. No further information is expected. Follow-up (12jun2019): new information received from the product quality complaint group included: investigational results. Follow-up (17jun2019): new information received from a contactable consumer includes: suspect product stop date, events onset date, reaction data (additional event scar added) and patient hospitalization. Follow up (14jun2019): new information received from the product quality complaint group included: device data (UDI number). Follow-up (07jul2019): new information received from the product quality complaint group included: summary of investigation. Follow-up (21oct2019): follow-up attempts are completed. No further information is expected. Follow-up (22oct2019): new information received from the product quality complaint group included: summary and conclusion of investigation, sterile no, severity of harm ranking, sample received, and other investigation findings. Follow-up attempts are completed. No further information is expected. Follow-up (24oct2019): new information received from the product quality complaint group included: updated investigation findings (details for returned sample updated). Company clinical evaluation comment: based on the information provided, the events of "burn", "scar""device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" "device issue" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn", "scar" "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" "device issue" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] I did get burnt; burnt my back/just one spot still [thermal burn], too hot [device issue], did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse], used thermacare advanced back pain wraps for sciatic nerve [intentional device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w59249, expiration date jan2021, from probably 9 or 10 years to an unspecified date at unknown frequency for sciatic nerve and back pain. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for unknown indication and experienced no adverse effect. The patient previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient stated that she was just wondering. She had received the thing about the recalls on the thermacare advanced back pain wraps and she did get burnt, so she didn't know that we did now. She meant she had 16 of them that she didn't want to use anymore because she had (voice incomprehensible) burnt her back. She confirmed that there was primary care physician involved in prescribing thermacare. The patient stated probably this batch she had ordered in feb, so she was probably say the burn in march. The patient meant she used neosporin and things like on the burn. She showed it to her doctor when she went to regular check-up doctor. The patient stated just one spot still. She was not currently under the care of a physician for any medical condition. She didn't have any following conditions like diabetes, poor circulation, and heart disease. She classified her skin tone as medium (neither light nor dark). She didn't have sensitive skin. She didn't have any abnormal skin conditions. She purchased white box. She was not sleeping while using the product or not wearing several layers of clothing. She didn't engage in exercise while using the product and was may be walking. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She had been using thermacare that day for probably 8 hours. She stated that if you were asking did she read it about, at certain age you put it over under wear, over your clothing she did read that. She never had problems but first when it happened. She thought maybe that was the issue except she got the recall that these cells were too hot and that was what causing burns. Lab work indicated everything was normal. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events burnt and too hot was resolving and the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" the events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "intentional device use issue" the events are medically assessed as associated with the use of the device.